Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)) found no anomalies. Known good leads were connected to the ins and the electrodes of the leads were placed in 0.9% saline solution. Impedances were measured with a model 8840 programmer. Normal impedances were observed on every electrode pair.

Manufacturer narrative:
Concomitant: product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97714, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 97714, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 37702, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that there were impedance issues. Impedance measurements were taken. They were out of range. There were impedance issues 8-15 on the new battery about to be implanted. The lead was tested only with the multi-lead trialing cable (mltc) and the lead tested fine. The rep tried several times. They tried another implantable neurostimulator (ins) and this resolved the impedance issues. There were no symptoms reported. This occurred on (B)(6) 2015. The ins would be sent back for analysis. If additional information is received, a follow-up report will be sent.